Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure,  phrenic nerve pacing was strong but then lost during the first freeze of the right superior pulmonary vein (rspv). A double stop was performed and a waiting period with repeated testing ensued, but the phrenic nerve did not return. The rspv was isolated using radiofrequency (rf) and the procedure was completed. The patient left the lab with phrenic nerve injury (pni). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and the afapro28 balloon catheter with lot number 15662 were returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed five applications were performed using a console with serial number 5m0891 and a catheter identified as afapro28 of lot number 15662. The patient file did not show any system notices on the reported date of the event. The failure file was not received. During external visual inspection of the balloon, shaft, and handle segments no anomalies were identified. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for five applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. Deflection testing (lever pushed to the forward and backward position) was performed, the shaft re-act as initially int ended. No kinks were identified on the shaft and after dissection, the pull wires were also intact. In conclusion, the clinical issue of a phrenic nerve injury (pni) occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product and the balloon catheter passed the returned product inspection as no defects were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.